Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "cut rate and aspiration rate was fluctuating" (device operates differently than expected). A surgeon reported that during vitreous removal, the aspiration would not go above 200mmhg and it suddenly "opened up". The vitrectomy probe was replaced w/o change in results. The original vitrectomy probe was then attached to another system which worked. The surgery was delayed 20 mins. The surgery was complicated, because of troubles with the cryo device. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).